Event description:
Received report that an unknown pt had an opticath inserted, and afterward noted that it was leaking where several lines decrease to a single line. There was a crack where it was molded to the tubing. No pt harm reported. No add'l info was available.